Event description:
In 2009, the pt reported that her blood glucose was elevated to 200-300 mg/dl earlier. She bolused (amount unk) and took a nap. When she woke up, her blood glucose measured 500 mg/dl and she injected 25 units of insulin via syringe. Prior to the report, her blood glucose measured 472 mg/dl. Her normal blood glucose range is 100-170 mg/dl. She attributes elevated blood glucose to the "small needle" of the infusion site. She does not typically use this type of infusion set. Upon f/u in the next day, the pt reported that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.